Event description:
Reference a prolene mesh that was used for a hernia. I have been in pain since this procedure, and now the pain is becoming so bad I cannot bend over. I am also getting nauseated, and I am very sure my problems stems from the prolene mesh that was put in my body. It is a foreign substance, and my body is responding in the same way it would respond to any foreign matter. The prolene mesh is causing havoc in my body and my immune system is fighting back and inflammation is filling my body. There is no other reason for the pain I have had, since the mesh was put into my body. I recently learned where even kidney failure can happen, because of constant and severe inflammation. I would prefer to deal with the hernia by itself than the pain and inflammation I am experiencing now. My doctor justifies the mesh, because tension surgery is not 100% preventive of recurrence. What does that have to do with 100% guarantee of infection using foreign material like the mesh. Common sense has left the medical profession. I need intervention to remove this prolene mesh that is causing me great pain and infection to the point I am getting sick physically. I need help quickly before the mesh damages my organs or punctures my intestines. The mesh has moved from its original position and is cutting into my side now. I can't take this and I need help now. I would appreciate you calling me and also telling my doctor to remove this mesh at no cost to me for their bad judgement. Thank you. Dates of use 2006-2007. Diagnosis: hernia. Event abated after use stopped: no.